Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "the included ventilation mask is never sufficiently inflated and also does not have a supplementary injection point to inflate harder. Skinny people are simply not well ventilated with that mask".

Manufacturer narrative:
(B)(4). Additional information requested by teleflex. Customer reported that the patient is deceased. Customer reported the alleged device defect reported did not cause or contribute to the patient death. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the included ventilation mask is never sufficiently inflated and also does not have a supplementary injection point to inflate harder. Skinny people are simply not well ventilated with that mask".